Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? Annex a: a09 annex g: g02034 annex b: b01 annex c: c07 annex d: d02 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of tamper switch intermittently sticking was confirmed. ¿on 17-january-2025, pcu was received unboxed and with paperwork. ¿unit fails asm functional testing due to tamper switch intermittently sticking. ¿root cause - tamper switch intermittently sticking. Bad switch return action. ¿recommend bd san diego repair center replace tamper switch. ¿unit will be re-tested by bd san diego repair center after repair is completed, then routed through their normal processes. ¿failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had tamper switch intermittently sticking. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had tamper switch intermittently sticking. There was no patient involvement.